Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
E-complaint-(B)(4). Additional complaint in ref. To e-complaint-(B)(4). Report stated "we have receive a vigilance about fisher cone biopsy excisor from (B)(6) hospital 4 fisher cone biopsy excisor - medium are broken during use. The hospital kept the defective products for analysis". Fischer cone biop ex med 900-151 e-complaint-(B)(4).

Event description:
"We have receive a vigilance about fisher cone biopsy excisor from french hospital 4 fisher cone biopsy excisor - medium are broken during use." 900-151 fischer cone biop ex med (B)(4).

Manufacturer narrative:
Investigation no sample returned review DHR distribution history the complaint product was purchased from geotec,inc, packaged by csi in march 2020 under work order (B)(4). Manufacturing record review DHR 287598 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review iqc record-20-03-21-022 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. Corrective actions coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. Was the complaint confirmed? No.